Event description:
The control fell out of range (high) on his one touch ultrameter. On april 20, 2006 at 12:00pm and the day after at 11:30 pm the pt was sweating and incoherent. He tested his blood glucose and received a 491 mg/dl and a 525 mg/dl. The pt was admitted in the hosp and was his reading was 34 mg/dl and 22 mg/dl and was treated with IV glucose. On an unsepcified date the pt ran a control solution test and the test strips fell out of range 292, 434 (105-140). The test strips were in good condition and not expired. The control solution was not expired. The quality control test was redone using a test strip from a nre vial of test strips which the customer already had and had also failed. Customer care advocate (cca) sent the pt a replacement meter. No further clinical information was provided. It would have been helpful to know the diabetes regimen, readings prior to the incident, and whether the pt's diabetes regimen was changed. The complaint is being reported because the pt's symptoms may have been inconsistent with his blood glucose readings and medical professional treated the pt for hypoglycemia.